Event description:
It was reported that the right atrial (ra) lead exhibited an increase in thresholds post valve surgery. The atrial output was increased and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076, implantable pacing lead, (B)(6) 2006. (B)(4).